Event description:
It was reported that a patient underwent a c-section procedure in 2025 and barbed suture was used. During c-section uterotomy closure, dr. Noticed there was a split in the suture behind the needle. They finished the closure. Suture didn't break and no consequences for dr. Or patient. They cut off the needle and returned the little piece that was split. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: quantity recorded on ip-02521345 is 0. Please confirm if this device belongs to this report. Yes, but will not be returned. Please provide the lot number of sxpp1a401 involved on this event report. Unknown but the suture has arrived and will be shipped asap. Additional h11: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, if yes, describe: no consequences, is the patient part of a clinical study? Unknown, ip-02521344. Device property of: none, device in possession of: none, ip-02521345. Device property of: none, device in possession of: none. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.